Event description:
It was reported that a user experienced nocturnal hypoglycemia while using an ilet system, with a lowest blood glucose of 56 mg/dl confirmed by a blood glucose meter, after a regular dinner and subsequent snacking, and the user reportedly often overtreats lows and uses repeated oral glucose to silence alerts. Symptoms included no reported clinical symptoms associated with the low glucose event. Outcomes included transient hypoglycemia without hospitalization or medical intervention beyond oral glucose. Investigation included review of reported device data and user account of events, along with troubleshooting and education regarding hypoglycemia treatment and a recommendation to consult with clinical support for potential setting review to mitigate morning lows. Investigation of this case revealed no device malfunction or alarms beyond expected low-glucose alerts, and the event was consistent with user management factors including potential overtreatment patterns rather than a device component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.